Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer that the customer failed to follow the proper air removal steps for the cartridge. Tandem Clinical Support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was intermittently displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.